Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient experienced an event of insulin flow blocked alarm on (B)(6) 2025. The blockage was at the site. Hyperglycemia occurred because of suspended pump. The blood glucose level was 30.6 mmol/l and the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. The trace ketones were also present. No further information available.